Event description:
During an ercp procedure to clip a bleeding gastric ulcer, the physician used a wilson-cook tri-clip endoscopic clipping device and an endoscope with a 2.6mm channel size. The instructions for use with this product states that this device is compatible with endoscopes with a minimum channel size of 3.2. The next clip was advanced through the endoscope and prior to removal of the clip release tab, the clip detached in an open position in the pt's stomach. No retrieval attempt was performed and the clip was left to pass naturally. Post procedure, the pt was hospitalized due to bleeding, which was initially reported as the pt's preexisting condition.